Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooling and heating system was leaking water. The device was not changed out as the unit still functioned throughout the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet complete.